Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test or self test or verify missing segment partial display due to unresponsive keypad. Device was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and screen was yellow with a swirl pattern in the middle. Customer stated the buttons were hard to push, mostly the center button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.